Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accutni) result generated by the unicel dxc 600i synchron access clinical system for one patient. Customer tested a patient sample for accutni and obtained a result of 2.97ng/ml and this sample upon testing four days later gave a result of 0.02ng/ml. A sample obtained from this patient previously gave a result of 0.04ng/ml. The erroneous result was reported outside of the laboratory. Customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Samples were collected in 3ml bd serum tubes with gel separator and centrifued for ten minutes at 3500 rpm. Qc is run once per day and was within established ranges prior to and immediately after the day of the event. System check performed in 2009, passed within instrument specifications a field service engineer (fse) was dispatched on the same day. Fse checked and verified ultrasonics, vacuum pump and initialized obstruction detection, adjusted mixer speed and performed system check which all passed within instrument specifications. Fse verified repair per established procedures and all results met published performance specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.